Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose level that ranged from 43-45 mg/dl. The cause of the reported issue was due to the customer inadvertently requesting and delivering a bolus of 10 units of insulin instead of 2-3 units of insulin. The customer consumed carbohydrates to address low bg. Customer reverted to an alternate method of insulin therapy.